Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, the instruction manual states to visually inspect the product and make sure that it has no corrosion, no dents and no scratches. Also, to visually inspect the ceramic insulation at the sheath¿s distal end before each use. "Do not use the instrument in case of damage (e. G. Cracks fractures). " in addition, to mitigate the risk of patient injury the instruction manual states ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." As part of our investigation , olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. If the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the black beak of the sheath broke off and fell into patient. It unknown if the device fragment was retrieved or if the intended procedure was completed. There was no patient injury required.